Event description:
Tips of clip applier broken. They crossed rather than meeting each other. Occurred during surgery, but no injury was caused to patient or staff. Patient was not charged for damaged device and new device was opened.